Event description:
It was reported that during insertion, when the customer inflated the balloon, air leakage was observed on tee. It was further reported that the customer did an under water leakage test and observed leakage from distal of the filament. Balloon inflated and maintained inflation at the test. No pt complications were reported.

Manufacturer narrative:
The device has not been returned for evaluation.